Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-00817. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system was positioned in the patient and then a 24mm watchman laa closure device & delivery system was advanced. The watchman laa closure device was deployed in the laa and it was noted that the feet of the device were caught up in the tissue as the device had been deployed too distally. A partial recapture was performed and the device was repositioned. The patient's blood pressure dropped. Medication was administered and the patient stabilized. A pericardial effusion was observed; contrast was leaking into the pericardial space. The compression, stability and position of the device were adequate and there was no flow around the tip of the device which indicated the seal was good, therefore they opted to release the device. Pericardiocentesis was performed. The patient was stable; however, the physician opted for a window surgery. During surgery, the watchman closure device was removed, the pericardial effusion was repaired and the laa was ligated. A maze procedure was also performed to treat the atrial fibrillation. The patient was extubated that evening. There were no further patient complications reported and the patient's status was fine.